Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy. During the third firing for functional end to end anastomosis, the surgeon pushed the blue button firing the device and it fired then pressed the silver button to release the tissue. The surgeon noticed that the stapling was stopped halfway. The case was completed using manual suturing. No patient injury.